Manufacturer narrative:
The complaint of a leak from the connection was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was returned for investigation. A functional test revealed a leak at the connection with the blue luer adapter. A portion of the inner edge of the adapter exhibited deformation, which likely affected the seal between the male luer and the blue catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
Leaking at the hub of the IV site with extension set. Clinician rechecked extension set connection at the hub but ended up having to change out the IV for a new one and then it worked fine. IV was saved to be sent in. (B)(6) 2026: no to all questions (below). Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Can you please provide an exact date of event in format dd-mmm-yyyy? What was the medication/fluid in use at the time of the event?